Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse upon investigation, I discovered the unit had been dropped. During analysis, the unit passes all leak tests. The unit passes all battery function tests. The display hinges are bent and broken. Replaced both hinges (d105-00-0138-01 and d105-00-0138-02). Functional testing and safety check to factory specifications. The unit passed all functional and safety tests per factory specifications. The unit returned for clinical use.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units screen is very difficult to open and the batteries are depleting to fast as well as a helium leak. There was no harm reported to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.